Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was found that the guidewire was broken. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site address: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was found that the guidewire was broken. The guidewire was removed and a new kit was used to provide therapy. It was later reported that the guidewire was kinked rather than broken. There was no patient harm or adverse event reported.